Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection noted that the first and second reloads were pre-fired and engaged in interlock with the jaws open. Each reload was loaded into a pmv instrument for functional testing. The interlocks were overridden and each reload was applied to test media. All remaining staples were placed and test media was cleanly transected. The third reload was received with a full complement of staple. The reload was loaded into a pmv instrument for functional testing. The reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each reload from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the re load from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No f urther actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, pre-fire was suspected on two handles and three reloads, but after the green button was pressed, firing could not be performed even though squeezing the handle (3 times). The procedure was completed with another device. There was no patient injury.